Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working. A replacement surgery was performed and during the procedure a break at the bottom of the left cylinder was identified. No patient complications were reported.